Manufacturer narrative:
The device was not returned to zoll medical (B)(4); the device's analog board was removed and returned. The malfunction was not replicated or confirmed. The analog board was scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault 7" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.